Event description:
It was reported that an asymptomatic patient presented in the operation room for a scheduled unrelated procedure. During the procedure the atrial lead was dislodged. The lead was explanted and replaced. The patient was stable during and post procedure.